Manufacturer narrative:
Additional information was received which indicated that the valve was recaptured three times. Following implant of the first valve, moderate to severe paravalvular leak (pvl) was noted. It was reported that lack of calcium played a role in the dislodgement of the valve. Updated data: h6 - device code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6. Updated eval code method of the valve to 3331 and updated the eval code-conclusion to 4315. Analysis: the delivery catheter system (dcs) was discarded by the customer and the valve remained in the patient. No analysis could be performed on the devices. The device history record for the valve with serial number: (B)(6) was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. Conclusion: paravalvular leak (pvl) could be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl was most likely due to the suboptimal position of the valve, as the valve was dropped more than 10-millimeter (mm) into the ventricle (too deep), as it was reported. However, with the information obtained and with no images to review, the conclusive cause could not be determined. This event did not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: evproplus-34us, serial/lot #: (B)(4), ubd: 16-oct-2020, UDI#: (B)(4). Product analysis: the dcs was discarded and the valve remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured multiple times in an attempt to obtain an accurate deployment depth. An optimal depth was reached and the valve was deployed to 80% at an optimal position. The physician waited ten minutes for the valve to fully expand and become rigid. Upon release of the valve, the valve deployed too quickly due to tension that had built up in the catheter of the delivery catheter system. The valve dropped more than 10 mm into the ventricle. The patient was stable although a complete seal had not been obtained. Subsequently, a second valve was placed at an appropriate depth to achieve a seal. The second valve was anchored into position by the first valve. No additional adverse patient effects were reported.